Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from 02/28/24 to 07/28/24 of 30 mg/dl. The low bg causes were not known. The customer consumed carbohydrates and glucose tablets to address bg for all low bg levels. Recommendation was made to monitor bg levels and contact tandem technical support (cts) if the customer experiences any further issues.